Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, bending section cover leaking, ch-tube leaking, air/water channel leaking, j-channel clogged, light guide lenses broken, universal cord buckling, and foreign material found at the nozzle unit were observed. The probable cause was due to mishandling of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera lll colonovideoscope distal cap is damaged. The event occurred during preparation for use. During a standard service inspection of the customer returned device, foreign material was found at the nozzle unit. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 14-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon "foreign material adhered around air/water (a/w) nozzle" ("event 1") was presumed to have been due to inappropriate reprocessing after a previous procedure. The suggested phenomenon "auxiliary water channel was clogged with foreign material" ("event 2") was presumed to have been due to insufficient reprocessing, user handling, et cetera. Users can detect the suggested event 1 properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". Users can detect the suggested event 2 properly by handling the device in accordance with the following IFU: "operation manual_ preparation and inspection. Inspection of the endoscopic system_ inspection of the auxiliary water feeding function". Users can reduce/prevent the suggested event 1 by handling the device in accordance with the following IFU. "Reprocessing manual_ precleaning the endoscope and accessories wipe the insertion section: dip clean lint-free cloths or sponges in the water and wipe the entire insertion section of the endoscope. Wipe from the boot at the control section toward the distal end." Manually cleaning the endoscope and accessories. Clean the external surface_ immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Users can reduce/prevent the suggested event 2 by handling the device in accordance with the following IFU: "manually cleaning the endoscope and accessories flush the auxiliary water channel with detergent solution. Remove detergent solution from all channels. Rinsing the endoscope and accessories following disinfection. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.